Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had been experiencing prolonged and substantial swelling but with minimal pain as per surgeon. Excessive inflammatory tissue growth noted. Wear noted on explants.

Manufacturer narrative:
The complaint states patient had been experiencing prolonged and substantial swelling but with minimal pain as per surgeon. Revision surgery performed on (B)(6) 2017 to assess joint. Excessive inflammatory tissue growth noted - rep was present during surgery. Wear noted on explants. Primary thjr was in (B)(6) 2009. Gription shell, poly liner and ts ceramic head implanted. Explanted devices; head 12/14 40 +5, metal liner 40 x 56 and pinnacle sector shell 56. A complaints search and review of manufacturing records did not identify any anomalies. Visual inspection was conducted on the returned parts; with regards to the head a goldberg taper score of 4 was given, striper wear was noted, and fine scratches of 1-24% was identified. With regards to the liner; defined scratches of 6+ was noted, fine scratches of 50-74% was noted, and a goldberg taper score of 4 was given. With regards to the shell; bone/organised soft tissue of 26-100% was identified, and a goldberg taper score of 4 was given. The mode of failure of the prosthesis multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.